Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp for the reported "display flickering" inspected the unit and found that the display was not working properly. Accordingly reconnected ribbon cable of the video receiver board, and then tested the unit and found the display working properly. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated in is (B)(6).

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) had the display flickering. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp for the reported "display flickering" inspected the unit and found that the display was not working properly. Accordingly reconnected ribbon cable of the video receiver board, and then tested the unit and found the display working properly. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.